Event description:
On (B)(6) 2011, a variaxdr operation was performed. The pt was admitted to the hospital on suspicion of rupture of the fpl. On (B)(6) 2012, reconstruction of the fpl was performed after the extraction of variaxdr.

Manufacturer narrative:
Device not returned for eval. Internal investigation based on the available info in progress.